Event description:
The pt was admitted to the hosp on december 29, 2000 after dialyzing on december 28, 2000. The pt was diagnosed with stenotrophomonas maltophilia. The clinic suspects bacterial contamination from the waste handling option (who).

Event description:
The pt was admitted to the hosp 24 hrs after dialyzing. The pt was diagnosed with stenotrophomonas maltophilia. The clinic suspects bacterial contamination from the waste handling option (who).